Manufacturer narrative:
Date of event: (B)(6) 2021. 03mar2021 .

Event description:
It was reported to philips that the device had a 35v power fault. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
During use on a patient, they powered unit on and confirmed customer's complaint that the unit displayed multiple check vent alarms. The power management pcba was replaced. After installation of the new pm pcba, verification tests were conducted. The unit passed successfully.